Event description:
Patient was implanted with tibial nail construct for a tibia fracture on an unknown date. Patient was returned to the operating room on an unknown date for revision. The end tip of the distal screw was irritating the patient's skin. The distal screw tip was protruding and palpable. Subsequently, the surgeon sawed off the end tip of the screw. No infection was reportedly diagnosed at the time of this report. Fragmented part was sent to pathology.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.